Manufacturer narrative:
The customer reported four separate patient erratic calcium results that upon retest were within normal range on c8000 serial number (B)(4). The customer's qc results were within range before and after the erratic results were generated. The customer reviewed the reaction graphs (attachments in the complaint) for the questionable results and noted little or no reaction occurring, indicating there was inadequate reagent dispensed into the cuvette. The customer replaced the r1 reagent probe, recalibrated the calcium assay and repeated all questioned patient results. Issue resolved by r1 reagent probe replacement. The instrument history search identified no adverse trends for tickets resolved with reagent probe replacement. The architect system operations manual provides adequate labeling with regard to reagent probe removal and replacement instructions, and troubleshooting the current issue. Replacing a damaged or worn reagent probe to resolve the issue is consistent with troubleshooting information provided in the architect operations manual. A specific cause of the reagent probe damage and/or condition resulting in the erratic result could not be determined. The available information along with the evaluation results indicated that malfunction or deficiency could be related to this issue.

Event description:
The customer stated that the architect analyzer generated discrepant patient results for the cc calcium assay. One patient sample ((B)(6)) generated a result of 2.78 mg/dl which was repeated at 8.59 and 8.74 mg/dl. No impact to patient management was reported. The customer did some instructed trouble shooting (replaced the r1 needle and tightened the washer) and tested 5 different patient samples with no issues.

Manufacturer narrative:
The customer reported four separate patient erratic calcium results that upon retest were within normal range on c8000 serial number (B)(4). The customer's qc results were within range before and after the erratic results were generated. The customer reviewed the reaction graphs (attachments in the complaint) for the questionable results and noted little or no reaction occurring, indicating there was inadequate reagent dispensed into the cuvette. The customer replaced the r1 reagent probe, recalibrated the calcium assay and repeated all questioned patient results. Issue resolved by r1 reagent probe replacement. The instrument history search identified no adverse trends for tickets resolved with reagent probe replacement. The architect system operations manual provides adequate labeling with regard to reagent probe removal and replacement instructions, and troubleshooting the current issue. Replacing a damaged or worn reagent probe to resolve the issue is consistent with troubleshooting information provided in the architect operations manual. A specific cause of the reagent probe damage and/or condition resulting in the erratic result could not be determined. The available information along with the evaluation results indicated that malfunction or deficiency could not be related to this issue.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.